Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2011, inratio2: 9.0. Date: (B)(6) 2011, inratio2: 1.6, lab: 3.1 (venous sample). Lab was done within an hour of the inratio meter test. Patient target range on the meter is 2.0-3.0 inr. Patient is on coumadin.

Manufacturer narrative:
Investigation pending.